Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported a volume discrepancy occurred and the actual residual volume (arv) was less than the expected residual volume (erv). The arv was 0.5ml and the erv was 9ml. The pump was accessed twice with different needles. The pump was being used to deliver fentanyl. The cause of the event, if the patient experienced symptoms, interventions required, and the patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was not experiencing any symptoms except his usual pain. The cause of the discr epancy was unknown. The pump was refilled with saline, and the healthcare provider (hcp) checked the pump again after 10 days. When the patient returned, the hcp was able to aspirate the saline volume of 17.3ml without any problem or discrepancy. The pump was filled with 20ml of fentanyl. The patient recovered without permanent impairment. The pump problem was reportedly resolved.